Event description:
It was reported by service report that the lift here labels were not legible. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift here label.